Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 0.8 cc juvéderm¿ voluma¿ with lidocaine in the l malar and developed an "abscess- sterile (no bacteria found)" at the injection site 2 and a half weeks later. Swab for c+s performed three days later. An "I+d l cheek" was also completed. Symptoms are ¿still healing." Event resulted in ¿firmness cheek, indentation, fat necrosis.¿